Manufacturer narrative:
(B)(4). Review of lot f1635402, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant. Multiple attempts to obtain additional information were unsuccessful. The non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The 5f device was used with a 6f competitor sheath. The sealant was located at the proximal balloon bond. The device was not prepped with saline and the sealant and the balloon had no evidence of exposure to blood which likely indicates device was never used in the patient. This differs from the narrative description. A device history record (DHR) review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device. However, the returned device did not match the description on the incident reported and no evidence of anomalies were found. The cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. According to the mynxgrip IFU, which is not intended as a mitigation, step 3 instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors may have also contributed to the reported event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) sealant stuck out of the patient's skin; therefore, the physician removed the sealant. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.